Manufacturer narrative:
Device evaluation: 1 unit of oacl-10-7 of lot number c2183985 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 22 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stent, pushing catheter, guiding catheter, positioning sleeve and wire returned. Stent examined and hole observed on non tapered end. Damage observed on the flap. Biological material observed on the stent. Pushing catheter examined and no damage observed. Guiding catheter examined and no damage observed. Wire examined and section of wire exposed from black tubing. Functional inspection: pushing catheter moves freely over the guiding catheter. Two different lot numbers were identified; the originator confirmed a typo in the original complaint form, and a separate complaint (B)(4) was opened for the second lot. Manufacturing records: prior to distribution oacl-10-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oacl-10-7 of lot number c2183985 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label as per the notes section of the instructions for use, ifu0096, which informs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" the user is also advised in the precautions section that, " do not use this device if stent cannot advance through strictured area." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. However, a possible root cause could be attributed to mechanical stress during the procedure which can occur due to not using the stent in correct way or application of excessive pressure which might have led to the damage of the stent. The returned stent exhibited a hole on the non-tapered end and damage to the flap, with biological material present on the surface. Additionally, a section of the wire was found exposed from its black outer tubing. These conditions may have resulted from device interaction or manipulation during advancement, positioning, or retrieval, particularly in the context of placing multiple stents. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined. However, a possible root cause could be attributed to mechanical stress during the procedure which can occur due to not using the stent in correct way or application of excessive pressure which might have led to the damage of the stent. The returned stent exhibited a hole on the non-tapered end and damage to the flap, with biological material present on the surface. Additionally, a section of the wire was found exposed from its black outer tubing. These conditions may have resulted from device interaction or manipulation during advancement, positioning, or retrieval, particularly in the context of placing multiple stents.

Event description:
In this case, doctor put two 10-7. When the first one was placed and the second one was to be placed, the stent assembly fell off during the release of the second one, making it impossible to release the stand, so the second one had to be taken out again, which caused the first one to fall off. In the end, doctor took two new ones to place again.